Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. The exp date is currently unavailable. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that there was a small piece of suture still connected to the device but it had been cut. It can be noted that the suture appeared to be caught by one of the prongs of the device which makes it difficult to remove. Upon pulling the piece of suture with force, the piece of suture was removed. It is possible that the user tried to remove the suture at an angle which would cause the suture to get stuck in the crease of the prong. Also, per the IFU if the suture is not under adequate tension, difficulty in laxity in the construct which may cause difficulty in suture releasing from the device. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: no non-conformance was identified for this part/lot number combination per qlik query executed 10/30/2018.

Event description:
It was reported by the sales rep that the customer could not get one of the sutures off of their speedtrap grn/white 20mm during an anterior cruciate ligament surgical procedure. There were no patient consequences or delays. The case was completed by cutting off the suture and starting again with another like device. The sales rep was not present during the case and could not provide any more details. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.